Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally turned off high and low alerts while attempting to self-troubleshoot for an unrelated issue. Customer's blood glucose was 98 mg/dl. Tandem technical support assisted customer in adjusting the settings and resumed insulin therapy.